Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was under ventilation. The root cause was determined to be defective esm board. In consequence esm board was replaced. There was no patient or user harm.

Event description:
While this c2 was being used by the patient, an alarm sounded and the display turned blue. Ventilation stopped when this phenomenon occurred. Nk staff visited the hospital and exported this c2 log. However, the export was not completed because this phenomenon occurred in the middle. This c2 will arrive at tsurugashima 3/16. I will do the analysis and re-export of the logs after this c2 arrives.